Event description:
The report stated that after a full sealing cycle with an end tone the device could not be opened. The surgeon had to cut the device away from the patient tissue.

Manufacturer narrative:
The incident device was evaluated and the jaws were found to open and close freely. A visual inspection of the device showed damage that has exposed bare electrical wires. Valleylab manufacturing performs a 100% visual inspection and a 100% hi pot test of this device. Therefore this damage must have occurred in the field.